Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the popliteal and peroneal arteries for unspecified in-stent restenosis, the fox sv was advanced to the target lesion. When the physician pulled negative pressure, blood entered the catheter shaft. The device was completely removed and a second fox sv was used with the same result. After removal from the body both devices were inspected and pinholes were observed in both balloons. The pinholes were not observed during device preparation. There was no adverse patient effect. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The second fox sv pta catheter (lot unk) is being filed on a separate medwatch report.